Event description:
The technician alleged the bed is raising by itself when lowered all the way down. No patient impact.

Manufacturer narrative:
The technician found a bent foot end lift arm. The technician replaced the foot end lift arm to resolve the issue.